Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to a thoracic aortic aneurysm (taa) procedure using a 22f sheath. The sutures of two proglide devices were successfully placed. The sheath remained 22f sheath and the taa procedure was completed. Reportedly post procedure, both suture knots were successfully advanced; however, hemostasis was not achieved. The physician decided to cut down the wound and the proglide suture line [knots] were observed to be tied on the vessel well. Surgery to repair the wound (surgical suturing) was performed to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.